Manufacturer narrative:
The impella device was not returned by the customer and therefore, evaluation of the device was not possible. The cause of the purge leak was not determined since neither the product nor sufficient clinical information were provided. Per the IFU: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 69-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. During support, it was noted that the purge filter for the pump became damaged. The pump was subsequently removed as a result of the noted issue. No harm done to the patient.